Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut off occurred. It was determined that the issue was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.